Event description:
It was reported that during testing, the pump would not detect an upstream occlusion (delivery rate unk). The customer has stated that during upstream occlusion testing, the device will alarm for air-in-line; however, no upstream occlusion alarm was observed. It is also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for eval and therefore an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.